Event description:
It was reported that the patient sought emergency medical treatment following a high Continuous Glucose Monitor (CGM) reading. The date of the event is approximate. On (b)(6) 2026, the CGM displayed a glucose reading of approximately 400 mg/dL. No fingerstick blood glucose measurement was obtained at that time. The patient reported taking unspecified measures to lower the glucose level; however, the CGM readings did not decrease. The patient lost consciousness without experiencing any reported symptoms beforehand. The patient was unable to recall the duration of the loss of consciousness and reported regaining awareness after arrival at the emergency department. The patient was later informed that a blood glucose measurement obtained at an unknown time during treatment was approximately 700 mg/dL. The patient was treated with intravenous fluids. No additional medications were reported. Following approximately 8 hours of hospitalization, the patient was discharged home. At the time of the report, the patient stated that they were feeling tired and "crappy" following the event; however, it was understood that the patient had stabilized from the hyperglycemic episode. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).H6 Medical Device Problem Code - 3191 - Patient was unable to identify device issue therefore a more specific code could not be selected.Diabetes Mellitus is a known cause of hyperglycemia and loss of consciousness.